Event description:
A customer reported that the cartridge was damaged at the tubing. There was no adverse impact on the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy.